Event description:
User was bilaterally implanted in (B)(6) 2018 and used rondo 2 for 2 months. During follow up, it was noticed user's performance in the left side was regressing. The device was exchanged. With a new rondo 2 on the left side, the user is showing progress confirmed by aided audiograms, parents and speech pathologist feedback. It is unknown if the device was dropped.

Manufacturer narrative:
Conclusions: the device investigation revealed multiple mechanical damages to the device. In addition the rechargeable battery was found leaking. Since the leaking battery is framed by the audio processor housing, no electrolyte could come into contact with the user. Due to the device's overall condition, it can be assumed that the device might have been accidentally damaged or inadvertently mishandled. This is a final report.

Manufacturer narrative:
The device has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
User was bilaterally implanted in (B)(6) 2018 and used rondo 2 for 2 months. During follow up, it was noticed user's performance in the left side was regressing. The device was exchanged. With a new rondo 2 on the left side, the user is showing progress confirmed by aided audiograms, parents and speech pathologist feedback. It is unknown if the device was dropped.